Manufacturer narrative:
Product analysis #(B)(4):failure investigation performed by (B)(6) on (B)(6) 2017: one sbc board (p/n: gr107019, s/n: (B)(4)) for the newport ht70-2 ventilator was received in fi. The reported symptom was verified. The sbc board was placed in a ht70 test bed that had a main control board with a ht70 plus crypto chip. After powering the unit on, it was observed that the device was missing pressure support settings and trend data. The crypto chip on the test main board was switched to a known-good ht70-2 crypto chip. After powering the device on, the pressure support settings and trend data were restored. The root cause of the reported symptom was a mismatch between the software on the sbc board and the crypto chip on the main control board. The sbc board was scrapped after the investigation.

Event description:
It was reported that the ht70 ventilator was not displaying in-hospital mode main screen, the pressure cycle off setting of the advance screen, and the ps maximum inspiratory time setting. The ventilator was not on a patient at the time of the event. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the ht70 ventilator was not displaying in-hospital mode main screen, the pressure cycle off setting of the advance screen, and the ps maximum inspiratory time setting. The ventilator was not on a patient at the time of the event. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.